Manufacturer narrative:
Result: gill brake plate kit was not installed to the bed yet.

Event description:
It was reported by service report that the brakes were not working properly. No pt involvement or adverse consequences were reported.